Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the next morning, after a successful a cardiac ablation procedure, the patient experienced a stroke, resulting in weakness in the left arm and leg, and neurologic complications. The stroke was confirmed to be small in size via magnetic resonance imaging (MRI), and the patient was hospitalized for monitoring and treatment. It was noted that prior to insertion of the ablation catheter, the activated clotting time (act) was drawn and measured at 360. The patient was on a continuous heparinized saline drip throughout the procedure. The act was monitored to remain in the appropriate range, and when necessary, the patient was given a bolus of heparinized saline. The ablation catheter was used to create an electro anatomical map of the left atrium, and ablation was performed. The patient remained in atypical flutter until a mitral isthmus line of block was completed. Additionally, a cavotricuspid isthmus (cti) line was completed, and the patient was in sinus rhythm after the completion of the case with no adverse events observed. No further patient complications have been reported as a result of this event.